Event description:
A surgeon reports that after cataract surgery a pt states he sees light flashes and car headlights bother him. The capsulorhexis was 7.8mm. The intraocular lens (iol) remains implanted. Current visual acuity is 20/20.